Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed and analysis revealed the distal conductor was fractured. The proximal conductor was also fractured, there was blood/body fluid (not obstructed) on the distal conductor, and the inner tubing was kinked/buckled. There was a cosmetic depression on the outer insulation, the helix was distorted/bent, and there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself. The stylet was stuck in the distal coil of the lead and the lead was flexed within 5cm of the anchoring sleeve. (B)(4): the full lead was returned and analyzed and analysis revealed the outer insulation was breached due to a clavicle-rib crush. The proximal conductor was distorted, there was blood/body fluid (not obstructed) on all conductors, there was a cosmetic depression on the outer insulation and the lead was crushed. Visual analysis revealed the lead insulation was cut with a scalpel at 5.5cm to inject alcohol to remove the stylet from the distal coil which was stuck due to dried blood.

Event description:
It was reported that the leads were fractured. Lead integrity alert was tripped. The leads were removed and replaced. No patient complications have been reported as a result of this event. It was further reported that there was a subclavian crush. It was also reported that there was significant kinking of both leads in the submuscular space, as noted by the physician.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the leads is in process; the results will be forwarded when available.

Event description:
It was reported that the leads were fractured. Lead integrity alert was tipped. The leads were removed and replaced. No patient complications have been reported as a result of this event.